Event description:
It was reported via journal article that post a coil embolization procedure for gastrointestinal bleeding intestinal ischemia and hematoma occurred. The hematoma occurred post intervention in the inguinal region, which was treated surgically. No further patient complication was reported.

Manufacturer narrative:
Citation: mensel, birger, md. Et al (2012). "Selective microcoil embolization of arterial gastrointestinal bleeding in the acute situation: outcome, complications, and actors affecting treatment success." European journal of gastroenterology & hepatology; 24 (2012): 155¿163. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).